Event description:
It was reported that the cartridge was not fitting properly on the pump. Despite the fitting issue, the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). After removing the pump case and an o-ring from the pneumatic tap, the customer managed to clean the area and reload the original cartridge successfully, allowing for the resumption of insulin therapy.